Manufacturer narrative:
The case logs have not been reviewed for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to patient injury.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. The case logs showed an accurate registration with no patient movement or merge shifts as well as no navigational inaccuracies with the placement of implants using egps. However, it was reported this procedure had to be aborted due to the size of the patient's lesion causing hemorrhaging. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The following sections have been updated for this supplemental report: b4; g6; h1; h2; h3; h6; h10.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to patient injury.